Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and confirmed the reported issue. Upon troubleshooting, fse found disk bay failure. To resolve the problem, philips has initiated a field safety corrective action and replacing the disk bay. After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc was not booting up, which could prevent the whole system from booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.